Manufacturer narrative:
Article citation: giansanti f, quaranta g, serino f, vicini g, franco f (2023) comparison of clinical outcomes between xen gel stent and preserflo microshunt: a monocentric experience. J clin exp ophthalmol. 14:953 further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
The article "comparison of clinical outcomes between xen gel stent and preserflo microshunt: a monocentric experience" noted 31 eyes were implanted with a xen 45 gel stent and experienced adverse events including 2 eyes experienced early hypotony that was self resolving; 1 eye experienced hyphemia that was self resolving; and 12 eyes experienced filtering bleb fibrosis. Of these 12, 11 eyes required needling with 5-fluorouracil, 3 eyes required bleb revision surgery with mmc 0.02%, and 4 eyes required a further glaucoma surgery consisting of either a trabeculectomy or implantation of another glaucoma valve.